Event description:
It was reported that during an implant procedure, the lead was tested and showed high thresholds after positioning. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. Analysis¿s comments also stated that the lead was returned with the outer insulation breached and blood ingression. The breached insulation did contribute to the electrical complaint and it appears to have been caused at the implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.